Event description:
Drive devilbiss healthcare received a complaint involving a wheelchair from an attendant to an end user, who reported that the end user "slid out of chair and cut her leg on either the footrest or fork assembly. The attendant also noted that "it is unclear what caused the patient to slip out of the chair." The cut was reportedly treated in the emergency room, but became infected and had to be treated further. Drive is currently investigating the incident, including attempting to retrieve the product to evaluate it.